Event description:
It was initially discovered during product analysis for the generator that it did not met specifications. The patient had a full revision due to high impedance suspected due to the lead (MDR# 1644487-2011-01789). In the product analysis lab the final electrical test identified an open feedthru capacitor. The open capacitor was isolated to an open connection between the positive feedthru wire and the silver polyimide connection on the feedthru capacitor. Results of diagnostic tests indicated the device was operating properly. Other than the backup cap issue there were no adverse functional, mechanical, or visual issues identified with the returned generator. The open feedthru capacitor did not contribute to the high impedance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.